Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that post implant of the new device with existing chronic lead system, the right ventricular (rv) lead impedance had increased to a high level and has remained there. It was also reported that the rv lead capture threshold has risen with short interval counts (sic) and noted non-sustained tachycardias (nst) that all show nonphysiologic sensing. It was further reported that there was a question regarding connection or set screw and the potential of a lead fracture and that the patient had a hematoma in the pocket. Findings will be discussed with the physician and the patient will most likely need a re-op. The rv lead and device remains in use. No patient complications have been reported as a result of this event.